Event description:
The manufacturer received information alleging trilogy evo required preventative maintenance. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device does not recognize ac power, which was confirmed by operational checking, therefore the power supply was replaced to address the issue. The technician confirmed the event log was not acquired by executing "read log" with trilogy evo service diagnostic & test tool to acquire the log, therefore the display board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. Contamination was confirmed; therefore, the following parts were replaced: flow sensor, blower assembly and tubing-fio2. Since damage was confirmed, the filter cover was replaced. The following parts were replaced to prevent failure: air inlet foam filter, particulate filter and muffler assembly. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.10.00. Unrelated to the reportable malfunction/issue. The device passed all final testing.